Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc catheter was returned for evaluation. An initial visual observation showed blood residues throughout the returned catheter. A functional test of infusing water into the catheter using a 12 ml syringe revealed a leak at the distal end of the extension tubing of the device. A microscopic observation revealed a chevron-shaped split in the extension tubing of the catheter. It was observed that either side of the chevron shaped split did not split completely at the point in the chevron shape, causing two separate splits that do not completely join. The split was observed to have sharp, angled, fracture edges, and the fracture surface appeared granular. No obvious striations were observed along the device. The split appears to have evidence of damage caused by an instrument due to the shape of the split and the sharply formed fracture edges. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that the PICC catheter was placed under ultrasound on (B)(6) 2025, and rupture was found at the catheter extension tube during maintenance on (B)(6) 2025. The catheter has been used for less than 1 month, and clinicians and patients have doubts about the quality and safety of the product. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results